Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer was experiencing high blood glucose levels with the use of the insulin pump, as well as the use manual injections. It was also reported that the customer suffers from a condition called oct deficiency. Troubleshooting was performed and the insulin pump passed the required tests.